Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the abdomen and presented with burn.

Manufacturer narrative:
According to the coolsculpting user manual, first and second degree freeze burn may occur during treatment. It typically resolves without sequelae with proper care. The surface area involved, and the multiple blistered areas meet the criteria of a serious injury. Based on the limited information available, the device is likely to have caused or contributed to a serious injury. The following information is in the coolsculpting user manual. If accompanied by a freeze event: the system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect system detects a possible freeze condition, it stops the treatment and displays a z409 message. If you receive a second z409 message for one treatment site, discontinue the treatment. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation.